Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an express sd stent delivery system (sds) with the stent. The stent was received detached from the sds. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. There was contrast and blood all over the stent. Microscopic examination revealed that the stent was damaged. The balloon was tightly folded with stent impressions on the balloon between the markerbands. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 6.0mmx14mmx150cm express&#59411;sd renal/biliary stent was advanced to treat the lesion. However, during procedure, the wire moved back outside of the lesion. As the physician was pulling the catheter back, the stent came off the balloon. The stent was retrieved out of the patient's body and another stent was then implanted. Dilation was done with a balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was fine.